Manufacturer narrative:
Insulin pump passed the displacement, self test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. A water filled reservoir was used during testing. Observed liquid exit the tubing during the bolus deliveries. No excessive no delivery alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was over 400 mg/dl at the time of the incident. The customer's current blood glucose level was 152 mg/dl. The customer was treated by the insulin pump. The customer declined to troubleshooting for high blood glucose. The insulin pump will be returned for the analysis.